Event description:
Pt gets ganciclovir 520mg in 100ml normal saline solution over 1 hr once daily. Drug is delivered using a pump 100ml capacity, 100 ml/hr, with a 1.2 um in-line air-eliminating filter. Drug is prepared according to MFR's recommendations (vial reconstitute with 10ml swi, dissolved, & used immediately. Pumps are refrigerated until 4 hrs prior to use. 7 seperate pumps failed to infuse, even when allowed to stay at room temperature for >24 hrs. Pt was not harmed, but she did miss one dose of medication.